Manufacturer narrative:
The product has been returned for evaluation; however, the analysis is not yet complete.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5 cc limited volume syringe. The complaint of deflation difficulty could not be confirmed due to balloon leakage. Two tears, about 0.010" and 0.005" in length, were observed distal of the proximal bond. Due to the presences of the tears in the latex, deflation time could not be tested. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. The original complaint could not be confirmed and the circumstances of use remain undetermined. Swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. Although the cause of the latex tears could not be conclusively determined, no evidence of a manufacturing nonconformance was identified. Device handling may have contributed to the damage. No actions will be taken at this time.

Event description:
It was reported that during pre-use balloon testing, the balloon only partially deflated. The balloon deflated after three to four attempts were made. The gate valve was opened the entire time. There were no patient complications reported. It is not yet known if the syringe was removed from the inflation lumen gate valve during the attempts to deflate.